Manufacturer narrative:
224765 evaluation statement: the reported event of device doors breaking could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally a historical review of complaints in track wise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that doors are breaking. Although requested there are no further event details provided by the customer.